Manufacturer narrative:
Results - received 3 unused units. Observed no holes, kinks, splits or wrinkles in the extension tubing. A submerge water test was conducted with no leaking observed. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had fluid back and leak behind the butterfly portion of the set. No injury or medical intervention reported.